Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor quality vision in distance and near. The iol was exchanged for monofocal lens model 17 months following the initial implant procedure. The clinical reason for explant mentioned as unknown reason and attempted all treatments. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. Also stated that, aggressive treatment for dry eye, attempts at refraction was done.

Manufacturer narrative:
Additional information provided in b.3., b.5., b.6., b.7., d.10., e.4., h.3., h.6., and h.10. The account indicated the use of a qualified cartridge and handpiece. The viscoelastic used is not qualified for use with any qualified lens/cartridge/handpiece combination. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 18.0 diopter (add power +2.2/+3.2) lens was replaced with a monofocal company model 18.0 diopter lens. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).